Event description:
The initial reporter stated they received false negative results for two samples collected from the same patient and tested with elecsys hiv combi pt ver. 2 on two cobas e 411 immunoassay analyzers. Both samples had negative hiv combi pt results on two different e411 analyzers, each at a different site. The samples were negative when tested on competitor analyzer santour, but both samples were highly positive when tested on an abbott architect and alinity systems. The first sample was collected on (B)(6) 2022 and the specific testing date (date of the event) is not known. Specific data was only provided for the second patient sample. No incorrect results were reported outside of the laboratory. The second sample was tested on an abbott architect analyzer on (B)(6) 2022, resulting in an hiv ag/ab value of 262.60 s/co (reactive). The sample was diluted 1:20 and repeated on the abbott architect analyzer on (B)(6) 2022, resulting in an hiv ag/ab value of 91.78 s/co (reactive). The second sample was diluted 1:5 and repeated on an alinity ci-series analyzer on (B)(6)2022, resulting in an hiv ag/ab value of 159.74 s/co (reactive). The second sample was then tested on e411 serial number (B)(4) on (B)(6) 2022, resulting in an hiv combi pt value of 0.337 coi (non-reactive). The sample was diluted 1:10 and repeated on the same analyzer on (B)(6) 2022, resulting in an hiv combi pt value of 0.725 coi (non-reactive).

Manufacturer narrative:
Upon review of the provided calibration data for e411 serial number (B)(4), the signals for the first calibrator level are slightly higher and the signals for the second calibrator level are slightly lower compared to expected values. Upon review of the provided quality control data from e411 serial number (B)(4), only two levels of control are tested. Data for a third control level was not provided. The first level results were high, but within specifications. The second level results were within specification. Upon review of the provided alarm trace data from e411 serial number (B)(4) on (B)(6) 2022, no relevant alarms were observed.

Manufacturer narrative:
The following information was previously provided: "the second sample was then tested on e411 serial number (B)(6) on 03-mar-2022, resulting in an hiv combi pt value of 0.337 coi (non-reactive). The sample was diluted 1:10 and repeated on the same analyzer on 03-mar-2022, resulting in an hiv combi pt value of 0.725 coi (non-reactive)." This statement shall be corrected as follows: the second sample was then diluted 1:10 and tested on e411 serial number (B)(6) on 03-mar-2022, resulting in an hiv combi pt value of 0.337 coi (non-reactive). The sample was repeated on the same analyzer without dilution on 03-mar-2022, resulting in an hiv combi pt value of 0.725 coi (non-reactive). The customer did not perform confirmation testing on the sample. Testing was routine expatriate testing. Upon review of calibration data, the first calibrator level recovered signals slightly higher than expected and the second calibrator level recovered signals lower than expected. Upon review of quality control data, data for two of three levels was provided and recovery was within specifications. Upon review of the provided alarm trace data from 03-mar-2022, no relevant alarms were observed. Dilution of samples is not recommended for the elecsys hiv combi pt ver. 2 assay. The sample was requested but there was not a sufficient volume available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined.